Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds. The lead was found to have intermittent capture through the analyzer. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage and stretching. The lead has been stretched so the inner tubing buckled (at various locations) and prevents the helix from functioning properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2009. (B)(4).